Event description:
During an in-clinic follow-up, over-sensing was observed on the right ventricular (rv) lead. The suspected cause of the event was due to lead damage, although not confirmed. No intervention has been performed, although a lead replacement is anticipated. The patient was stable and will continue to be monitored.